Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided. The video shows one trek driver being held. The quick connect hub is loaded onto the driver, however the sterile sleeve is not present and appears to be removed from the quick connect hub, the trigger cover is torn, and no other anomalies were noted. The driver is activated, the quick connect hub appears to move and a clicking sound was heard during the activation. Based on the video review, the reported difficulty to remove the quick connect hub from the driver could not be confirmed. Therefore, the investigation is confirmed for the identified material separation as sterile sleeve is not present and appears to be removed from the quick connect hub. However, the investigation is inconclusive for the reported difficult or delayed separation as no objective evidence was provided for review. It likely due to user removing during the demonstration. However, a definitive root cause for the alleged difficulty or delayed separation and identified material separation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a demo of a bone marrow biopsy procedure, reported that the quick connect hub was difficult to remove from the driver. There was no patient contact.